Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider could not duplicate the reported issue.

Event description:
It was reported that during patient use the ventilator suddenly generated the low battery alarm. The alarm activated 1 minute after the alternating current (ac) power was stopped, a device alert activated 10 minutes later and the power shut down. The ventilator was connected to ac power at the time. The patient could spontaneously breathe. The ventilator was turned back on after 5 minutes to continue ventilation. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
Although medtronic was not authorized to evaluate/repair the device, the customer returned a switching power supply, power supply board, battery/switch cable assembly, and battery. An investigation was performed on the switching power supply, power supply board, and battery/switch cable assembly; however, the reported issue could not be duplicated. No fault was found with the switching power supply, power supply board, or battery/switch cable assembly. An investigation was performed on the battery and the reported issue was verified. The battery failed the ten hour discharge. The battery was found to be at 50% capacity. The issue was isolated to a depleted battery. If information is provided in the future, a supplemental report will be issued.